Event description:
Patient fell two times with a service knee joint. This information was given after reprocessing of the device has been finished. The performed incoming inspection showed erroneous values of the tube adapter wich may be the cause of the falls.